Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that monopolar curved scissors (mcs) instrument jaws opened on their own when the surgeon released the hand controls. The mcs instrument was being installed on universal surgical manipulator (usm) 4, and it was under the control of the right mtm. The tse advised that the surgeon remove their head from the high-resolution stereo viewer (hrsv) before releasing the hand controls, and to ensure that the jaws remained closed during instrument exchanges. The tse also advised the customer to reseat the drape and instrument. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced master tool manipulator (mtm2) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was returned for failure analysis, and the reported problem was confirmed and replicated. In system logs, the resistance was found indicating the grip calibration, confirming the fault occurred in the field. Upon visual inspection, the grip lever springs were found to be bent that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where grip calibration test was found to be failing on the gimbal. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.